Manufacturer narrative:
Further investigation revealed a damaged motor, bearing and press plug. Heat damage to the mid speed motor cartridge was identified as the probable cause of the failure. The faulty parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker micro sagittal saw was sent in for repair and it overheated during the quality investigation testing. No adverse consequence was associated with the event.